Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had incisional hernia repair and the patient developed nausea and vomiting and was readmitted. The patient was taken to the operating room for exploratory laparotomy where it was discovered that the mesh was placed with the protective barrier to the abdominal wall resulted to small bowel obstruction. The mesh was removed.